Event description:
According to the initial information received, a 12/10mm amplatzer duct occluder (ado) was resized and then a second 16/14mm ado was attempted. After release from the delivery cable, the ado embolized into the aorta and was recovered using a snare. The patient underwent surgery for ductus ligation. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available a supplemental report will be filed.

Event description:
Caller reported an incident of hyperglycemia requiring hospitalization at a time when the aviva meter was unavailable for use due to no power. The customer did attempt to use this meter within 24 hours of the incident. A request was made for the return of the meter, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.